Event description:
I was diagnosed with moderate copd in (B)(6) 2020 after using the philips dreamstation CPAP machine that is currently being recalled. Contact my pulmonologist, dr. (B)(6). FDA safety report ID # (B)(4).